Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 2.1 had failed. A field service engineer (fse) logged into the station via hardware test application (hta)and ran multiple tests to replicate a drawer failure. The drawer only failed when it was left slightly open appearing closed but not fully shut. Attempting to lock it triggered an error due to the sensor detecting it wasn¿t properly closed. Once fully pressed, the drawer locked successfully and was recognized in hardware test application (hta.) The station was rebooted. The customer logged in and ran inventory. The drawer didn¿t fail on its own. To simulate failure, the customer left the drawer slightly open after counting meds, selected ¿can¿t continue,¿ then closed it completely. Recovery was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer that failed to open and close. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer that failed to open and close. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.